Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the action taken with pd therapy and the patient recovery status was not reported. Additional information is not available.